Event description:
It was reported that during a da vinci-assisted surgical procedure, they had a recoverable error occur and noticed that arm4 after swapping instruments it started moving on it's own along the insertion axis. After reviewing the logs error 23310 occurred indicating a problem on the pce 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) monitored system and error cleared after recovered and did not return. System is functioning normally.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.